Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, the patient experienced dissection. The target lesion being treated was a long, bifurcated lesion located in the mid left anterior descending (lad) extending to the distal lad. The lesion was 100% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus element stent resulting in a type c dissection. The dissection was treated with placement of a 3.0x24mm taxus element stent overlapped distally with a 2.50x12mm taxus element stent. Residual stenosis was 0%. The subject was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user / use error. The complaint states that the stent was implanted in a bifurcation lesion. Lesions involving a bifurcation are listed in the contraindication section of the dfu. (B)(4).